Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy mr, ous, 2.75x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to first two distal stent strut; lifted and pulled distally. The stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-june-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (m-rca). A 2.75 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was then completed with plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.